Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). The device/components were not returned for possible failure analysis evaluation.

Event description:
The customer reported, the lot number of the failed 3100-b circuit is 0000429895. The disconnect was at the junction where the humidifier chamber tubing connects to the circuit body; part number 11744-850k. The problem was that the humidifier tubing came off where it attaches to the humidifier. This happened while running on a patient. The tubing came off, the unit depressurized and the unit alarmed. The rt put the tubing back on and repressurized the circuit and started the oscillator again. He believes the circuit was replaced entirely later on. The circuit is soiled with bodily fluids so he won't be sending it back.